Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the lead was repositioned multiple times. The lead perforated the myocardium resulting in a pericardial hematoma. The patient went into bradycardia followed by ventricular flutter and fibrillation. During CPR, multiple shocks administered were unsuccessful. A pericardiocentesis was performed to evacuate the hematoma. All rescue attempts failed and the patient expired.